Event description:
Received device report from synthes (B)(4). Pt implanted with a locking reconstruction plate on (B)(6) 2010 for thoracic reconstruction surgery after removal of a chest wall tumor. The plate was used to bridge the gap after the tumor removal, to recreate continuity between the two stumps of the rib. The plate was fixed on each stump with three locking screws. Postop it was noted that the plate had broken in situ. Hardware was removed on (B)(6) 2011.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.